Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to (B)(6) 2014. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had one scs system and one pns system. This event pertains to the pns system. It was reported the patient experienced pain at the ipg site due to weight loss. As a result, the ipg was explanted on (B)(6) 2017.